Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was turning off. There was no patient involvement at the time of the reported incident. A non- medtronic/covidien service provider inspected the device and confirmed the reported issue. The service provider performed an est (extended self test) and found the flow sensor cross check failed, the air flow sensor cross check failed and the air psol was out of range. The service provider opened the inspiratory module and cleaned the air flow sensor. The service provider performed an est test and the ventilator passed the test and is in good working condition. Medtronic/covidien was not authorized to repair the device.